Event description:
A nurse from the user facility reports enlargement of the incision was required to accommodate removal of the lens when a scratch was noted following insertion. The nurse reports, the surgeon does not feel the intraocular lens caused or contributed to a serious pt injury.

Event description:
Additional information provided by the implanting surgeon indicates that the pt had an excellent outcome following surgery.